Event description:
During a lap antrectomy, vagotomy and billroth ii procedure, the device, once fired, deployed malformed staples across the stomach. The physician then sutured laparoscopically, significantly increasing the lengh of procedure. The or time was delayed one hour. There was no pt consequence.